Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer sometimes uses an empty syringe to complete the air removal process during the load procedure.